Event description:
During scan of right shoulder patient complained of heat and burning feeling. Patient was immediately brought out. Radiologist examined patient and saw no signs of burning, temperature change or redness on right shoulder. Patient released, although very upset. Incident reported to MFR, ge [general electric]. Malfunction - that is, the device did not do what it was supposed to do.